Event description:
It was reported that this pacemaker exhibited a lead safety switch (lss) and high capture thresholds on the right ventricular (rv) lead channel. There were also concerns of premature battery depletion (pbd) and longevity issues. Technical services (ts) performed a data analysis and determined the device exhibited pbd. It was also noted that the pacing impedances were within range. Ts suggested device replacement and troubleshooting actions. The device remains in use. No adverse patient effects were reported.